Event description:
It was reported that the user experienced hyperglycemia with blood glucose values in the high 300 mg/dl while using the ilet system after an infusion site change, attempted a meal announcement to correct, then disconnected and administered rapid-acting insulin by injection before later performing a full supply change and reconnecting, after which glucose returned to range. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care provided support that included analysis of information provided by the user. Investigation of this case revealed no findings available, the medical device problem could not be characterized due to insufficient information, and the implicated device component could not be identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.